Event description:
Customer complained of diffuse lamellar keratitis (dlk) on 4 patients during field service engineer (fse) visit on (B)(6) 2013. Customer stated dlk observed at 1 day post-op on 4 patients on (B)(6) 2013. Patient had stage 1 dlk on the right eye (od). Date of surgery was on (B)(6) 2013, and 15 patients were treated on that day. Dlk resolved on all 4 patients on (B)(6) 2013. All patients used generic brand steroid eye drops, prednisolone acetate every hour for first 24 hours.

Manufacturer narrative:
Evaluation: clinical development manager (cdm) discussed with the customer regarding using pred forte 1%, checking cleaning regimen and when steam sterilizer was last serviced. Customer replaced seals on sterilizer on (B)(6) 2013. Spore testing performed routinely on sterilizer. The fse was on site (B)(4) 2013 for preventative maintenance (pm). Fse gelled laser at 0.85 and current surgical setting is at 1.00. System was tested and meets amo specifications. Customer did not have any dlk cases reported on next surgery date which was on (B)(6) 2013. Note: all pertinent information available to amo at the time of this report has been submitted.